Manufacturer narrative:
The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; "fluid was drained from the breast..."

Event description:
Patient reported via regulatory agency "after a very intensive work out at the gym the day before, a swollen breast became noticeable" and "fluid was drained from the breast for testing." Healthcare professional is noted to have "provided diagnosis of breast implant associated-anaplastic large cell lymphoma (bia-alcl);" no pathology has been received nor markers provided. Affected side is unknown. The device remains implanted.